Event description:
It was reported that the patient presented to the emergency room. Upon review, it was noted that the pacemaker was eroding from the pocket. The entire system was explanted. The patient condition was stable post-procedure.